Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One ensite x display workstation (dws) (B)(6) was received for evaluation. The display workstation booted to a linux unified key setup password prompt during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was isolated to a change in the system configuration.

Event description:
During an atrial fibrillation procedure, there was an error on the display workstation resulting in a delay. The dws booted up with a message requiring a luks password and asking for the user to remove any usb device. The power cord was unplugged, a different outlet was tried, and 6-8 reboots were performed with different configurations of equipment plugged into the amplifier were attempted, but the issue was not resolved. The dws was replaced, and the issue was resolved. The procedure was completed without patient consequences.